Event description:
Information was received that this smiths medical cadd legacy pump exhibited "air in line detected" and continuous error. No reported adverse effects.

Event description:
Oracle ro 1073543: device getting "air in line detected" error repeatedly. Additional information received on 30-jun-2020: no further information available. Investigation completed on a smiths medical cadd legacy 6400 pump.